Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer stated that she experienced dizziness and feeling weird; she treated with a bolus. The customer's blood glucose was over 400 mg/dl. She stated that she had checked the tubing and saw insulin coming out, treated, and found that her blood glucose had risen by 30 mg/dl. She found blood at the infusion set cannula upon its removal. Upon troubleshooting, the customer confirmed that the insulin pump passed the high pressure test. The customer's most recent blood glucose was over 200 mg/dl. She stated that she was too tired to complete the troubleshoot process and declined to proceed. She was advised to change the entire infusion set system.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.